Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 105.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, breaking wires within the connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.